Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a red x on the display. The insulin pump was not bumped or dropped prior to the alarm. An unspecified alarm preceded the critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received stuck in a critical pump error and was unable to download. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, active current or self tests due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window cover and pillowing keypad overlay.